Event description:
On (B)(6) 2024, a patient received 1.2 cc of revanesse versa+ into her lips and marionette lines. Topical anesthetic was applied, before the injection, to these same areas. There is no history of what post procedure products were being applied to the areas. There were no concerns or adverse events at the time of injection. Five weeks later the patient notified the injector that two days after the injections she experienced "irritated flaky skin" over her marionette lines. There was no reaction on the lips. The patient was seen at a walk-in-clinic and treated with steroids. It was not reported if this was oral or topical steroids. No clinic diagnosis was provided. There was no history of nodules or vascular compromise. After the steroid treatment was completed the flaky skin reoccurred, so the injecting physician dissolved the product in the marionettes with hylenex. My clinical opinion is that this case represents a contact dermatitis or perioral dermatitis. These are usually caused by products applied to the skin. The fact that there were no inflammatory nodules or skin reactions on the lips makes it less likely that the ha filler was the source of the patient's flaky skin. Internal report number: (B)(4).